Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported by the patient they were experiencing blistering on their skin after wearing a pod. The patient stated that the skin appeared to be burned and some skin came off when they removed the pod. The pod was worn for 4 to 24 hours on the arm. There was yellow fluid leaking out of their skin and they stated it was crusty around the edges. The patient made a visit to their doctor. The patient was prescribed an antibiotic - but does not remember the name of the antibiotic and has not yet picked it up.